Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
Cardiac perforation was reported. The entire system was explanted due to infection.